Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the deltapaq platinum microcoil 4 mm x 8 cm (dfs10040820 / g13566) . Coil would not detach. Detach button was pressed >20 times. Coil was removed and saved for return. There is no report of injury for the patient. The coil was not returned. The most likely root cause of the coil¿s nondetachment may have been due to the melted detachment fiber capturing the coil. A portion of the melted fiber pooled adjacent to where the coil is detached. In addition; without the return of the complete detachment system and the coil used in the procedure; it cannot be determined if these components contributed to the complaint event. It was found that over twenty detachment attempts were performed. While this would not change the outcome in the complaint event; the instructions for use (IFU) recommends; ¿after the light goes out and the tone stops; detachment of the microcoil from the dpu wire must be fluoroscopically verified by gently withdrawing the dpu wire back approximately one (1) mm. Observe if the microcoil has detached. If the microcoil did not detach and no fault light is illuminated or flashing; repeat the steps above. If a fault light is detected; the system ready light is not illuminated (blue dcb only); or there is no detachment after two detachment attempts; replace the dcb unit. If detachment still does not occur; carefully withdraw the entire micrus microcoil system and redeploy a new microcoil system.¿the coil was not returned. The most likely root cause of the coil¿s nondetachment may have been due to the melted detachment fiber capturing the coil. A portion of the melted fiber pooled adjacent to where the coil is detached. In addition; without the return of the complete detachment system and the coil used in the procedure; it cannot be determined if these components contributed to the complaint event. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Event description:
The complaint received states that during use the deltapaq platinum microcoil 4 mm x 8 cm (dfs10040820 / g13566) . Coil would not detach. Detach button was pressed >20 times. Coil was removed and saved for return. There is no report of injury for the patient.